Event description:
Complainant alleged that while attempting to monitor a pt the device intermittently shut down inappropriately. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complainant is still under investigation.